Event description:
On (B)(6) 2010, a new monarc sling was implanted. This patient experienced painful urinary retention due to a catheter blockage that occurred during the night she had her procedure. Once the catheter was removed, the patient had recurring incontinence. Three days post-op, she returned to the operating room and the mesh was found to be folded. No further information provided.

Manufacturer narrative:
Unable to determine cause of mesh fold/wrinkle. Device remains implanted. No conclusion can be drawn at this time. Should additional information become available regarding this revision surgery, it will be re-evaluated and a follow-up report will be sent.